Event description:
The facility's biomed reported an infusion pump with a failure code 403 in the event history. According to the biomed, no pt injuries or need for medical intervention have been reported. No add'l info was available.

Manufacturer narrative:
The pump is not available for eval. The device has been requested, however, the facility's biomed declined to return the pump for eval. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.